Event description:
One setscrew had no threads and could not be used. Two setscrews created metal chips when threaded into the screwhead. Patient outcome: there was no adverse event to the patient reported.

Manufacturer narrative:
The device history record for the reported lot did not show any nonconformance. The lot was found acceptable to the specifications.